Event description:
It was reported by the rep that the (1) lf001 was used during an interstitial laser coagulation of the prostate procedure. It was reported that a diffuser fault occurred while treating the lateral lobe. This fault occurred after one minute had elapsed in the treatment. There was no apparent cause such as movement of the scope or the pt which might have stressed the fiber. When the surgeon removed the fiber to inspect it, the diffuser section looked as though it was severed where the first black marker should have been and the shrink wrap with that marker was way down by the tip of the fiber. The fiber looked as though it was slightly charred at the point of breakage. The rep felt the area and the diffuser section separated from the fiber with very little force. The case was completed with a new fiber from a different lot number with no pt consequence.